Event description:
It was reported that the user cocked the instrument and without pressing the button the biopsy instrument triggered.

Manufacturer narrative:
The sample has not been returned for evaluation to date. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unknown.